Event description:
It was reported that device entrapment occurred. A rotapro 1.50mm and rotawire drive were selected to treat a severely calcified lesion. The devices were attempted to be removed but were stuck. Both devices were removed together as one unit. The procedure was completed with another device and no patient complications were reported.